Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported rapid temperature changes and suspected it was the cause of the occlusions. There was no adverse impact to customer¿s blood glucose.